Event description:
Anastomosis with the colonring was created in a patient who underwent hartman closure due to diverticulitis. During the procedure, the surgeon needed to resect additional tissue distally to ensure that he had good tissue for anastomosis. At time of procedure: good vascular tissue, no tension, passed leak test. Straight forward procedure - patient discharged on pod 2. On pod 3, the patient presented with pain, readmitted in hospital and brought back to re-operation on the next day. The anastomosis was disrupted 50% on anterior part. The surgeon cut-out the ring and created stoma for healing. The surgeon reported that during the day, the patient was at home he went jogging and had prune juice.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history was not reviewed due to the fact that no information was available regarding its serial/lot number, although several attempts to get this information from the hospital. The device was not received therefore no further investigation could be performed or any conclusion could be drawn. Prune juice is known to be a natural laxative; however, at pod 3, it may significantly increase bowel movement and even cause bowel irritation. In addition, intensive physical activity such as jogging is usually not recommended at pod 3. Therefore, the contribution of both jogging and prune juice to the event could not be excluded. Indeed, the surgeon noted that the patient's activities post operation may have caused the event. Anastomotic leakage is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices.